Event description:
It was reported there was an infection at the right burrhole cap site. The patient was seen on (B)(6) 2011 which was when he had presented with erythema and swelling at the right burrhole cap. There was spontaneous release of putrid liquid and the patient was referred to neurosurgery. The system was removed and antibiotic therapy initiated. The outcome was resolved completely.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).